Event description:
It was reported that, during a cori assisted tka surgery, when attempting to begin bone preparation of the distal femur, they experienced a real intelligence robotic drill pfs error (drill disconnect error) (B)(4). This forced them to quit the case. When attempting to re-enter the case, they experienced an ¿internal error¿ message, which forced them to hard-shut down the real intelligence cori (b(4)). Upon reentering the system, they attempted to connect/calibrate a second real intelligence robotic drill. The second drill connected/calibrated successfully, but when attempting to prep the distal femur again, the drill would not operate at normal/ expected speed when applying full pressure to the footpedal (B)(4). The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The final outcome was successful, and patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when attempting to begin bone preparation of the distal femur, they experienced a real intelligence robotic drill pfs error (drill disconnect error). This forced them to quit the case. When attempting to re-enter the case, they experienced an ¿internal error¿ message, which forced them to hard-shut down the real intelligence cori. Upon reentering the system, they attempted to connect/calibrate a second real intelligence robotic drill. The second drill connected/calibrated successfully, but when attempting to prep the distal femur again, the drill would not operate at normal/ expected speed when applying full pressure to the footpedal. The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The final outcome was successful, and patient was not harmed beyond the reported problem.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The application log file (navio.log) confirmed the intraop exited after the ¿system fault: unexpected pfs failure¿ error message, confirming that the intraop likely crashed, and displayed the internal error message to the user. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log,) needed for further investigation of the intraop crash were not provided for review. It is possible that the internal error is an occurrence of a known software issue where, following a non-recoverable error (where the user is forced to exit the application), the user is prompted to quit intra-op, which results in the ¿internal error¿ message displayed. When the intra-op encounters a non-recoverable error, it requests the user to quit the application, but still displays the ¿internal error¿ message to the user. This was originally identified as a potential software bug. However, with non-recoverable errors, it was determined that the ¿internal error¿ message is programmed to be displayed to the user. Refer to appendix d: recovery procedure guidelines in the real intelligence¿ cori¿ for knee arthroplasty user¿s manual. In the event of a system failure, cori has a built-in auto-recovery mechanism. If the failure occurs during the procedure, cori returns to the startup screens outside of the application. Cori prompts with the choice whether to resume the operation. Selecting yes returns to a specified checkpoint within the procedure, depending on when the failure occurred. If the failure occurs outside of the application, cori returns to the beginning of the startup sequence. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.